Event description:
The customer reported an issue with the pump's time being incorrect. Blood glucose levels had not been adversely impacted, as levels remained within the normal range. Technical support assisted the customer in updating the pump time and advised monitoring for any future discrepancies of more than five minutes, which the customer understood and acknowledged.